Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a discrepancy was observed between the cardiac resynchronization therapy pacemaker's (crt-p) sequence counter and histograms as the sequence counters yielded no information. No further information could be obtained. The device remains in use. No patient complications have been reported as a result of this event.